Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with the sensor. When the customer removed and examined the sensor's cannula, it appeared very short. The sensor was reading around 20 mg/dl and 30 mg/dl but their blood glucose level was around 200 mg/dl. The device was not returned.